Event description:
The manufacturer received information alleging the ventilator's battery was not charging. There was no harm or injury reported. During the evaluation of the device at a third party service center, a failure of the device to charge its internal battery was observed. The device's internal battery was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a ventilator's internal batteries were replaced to address a charging issue. The power management board was replaced to address the issue, not the internal battery. The power management board was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the power management board failing was due to ferrite (e2) solder crack.